Event description:
It was reported that the 9600+ system will not boot up. It was noted that the c-arm is frozen, the keyboard is all lit up and the system is not booting properly.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following component has been ordered. Generator program file. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a follow up report will be submitted as required.